Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: nail distal locking /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure with antegrade approach for a poly trauma at femoral shaft. Postoperatively, there was no union of fracture noted and patient was already back to work and patient had an initial confusion at post op from the supported fat embolism syndrome. There was an evidence of healing reported. No further information is available. Concomitant devices reported: unknown nail head elements: rafn spiral blade (part# unknown, lot# unknown, quantity 1). Unknown end caps: rafn (part# unknown, lot# unknown, quantity 1). Unknown screws: nail distal locking (part# unknown, lot# unknown, quantity 1). This complaint involves four (4) devices. This report is for (1) unk - screws: nail distal locking. This report is 2 of 4 for (B)(4).